Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the customer's qc results were low. The fse replaced the main pipettor, but qc performance issue persisted. The fse then rebuilt the instrument precision pump, which resolved the qc results issue. (B)(4).

Event description:
The customer reported low quality control (qc) and patient results on an access 2 immunoassay system, which occurred after a preventative maintenance (pm) procedure was performed. The customer stated that quality control (qc) results had shifted lower since the pm. The customer then performed a comparison study using previously analyzed patient samples; the results were lower than previous results. There were no patient results reported out of the laboratory after the pm. The customer reported that patient results may have been delayed, but there were no reports of impact to patient treatment in connection with this event.